Event description:
The customer reported that the arthroscopy shaver handpiece was not working. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the customer's reported problem was confirmed. Further investigation found that the handpiece would operate using a foot pedal and would activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There have been no reported injuries associated with this failure mode.